Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and found that the cabinet fan was not functioning. The fse replaced the pdu fan tray and returned to philips for further analysis. The analysis confirmed the fan tray malfunction and identified that the power supply ac/dc 120w - psu1 and power supply ac/dc 150w - psu2 have been found to be defective. After replacement, the system returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.